Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient, and device information. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Event description:
It was reported that the patient had their ipg was replaced on an unknown date for an unknown reason. Medwatch number mw5182406. Initial reporter elected not to be identified